Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate a similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of device not detected on bus 1-main drawer 4.1 was confirmed during fse testing and subsequently confirmed during the dchu inspection process, no testing is performed on assembly with observed thermal damage. According to work order wo: (B)(4), the fse checked the station and found drawer 4.1 not detected on bus. The fse reseated row board cables tested failed controller error and replaced drawer controller and replaced retractor band. The report was closed. During dchu visual inspection: p/n: 151622-01: the part was received in good condition with no signs of fluid ingress, broken, loose or missing components. P/n: 353844-01: the part presented signs of thermal damage due to a short between adjacent copper strands. During dchu testing: p/n: 151622-01: laboratory testing was conducted using a calibrated dmm on the pcba drawer controller. No anomalies were found on the pcba because all measured tests were found to be acceptable. The hardware test application (hta) confirmed that the pcba drawer controller is functioning as intended with no indications of intermittent behavior observed throughout the evaluation. P/n: 353844-01: no further dchu testing was required due to the signs of thermal damage observed in the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the device not detected on bus 1-main drawer 4.1 complaint was attributed to a short between adjacent copper strands of the assy retractor dwr hh cubie (p/n: 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main half height cubie drawer 4.1 not detected on bus. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed due to short between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.